Event description:
It was reported that pump has a system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation reproduced the reported system error 105 caused by a failed motor (seized). The motor assembly was replaced.